Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having issues with the threading on the white and black connections on the patient cable side of their mobile power unit (mpu). This was making it difficult to complete power connections. The mpu was exchanged.

Manufacturer narrative:
Section d4: UDI number corrected. Manufacturer's investigation conclusion: the reported event of damage to the threads on the mobile power unit (mpu) patient cable connector was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot and product performance engineering. Visual inspection of the returned mpu revealed that the threads on the patient cable connector were damaged. Damage to the threads resulted in an increased difficulty threading the system controller power cable connector nuts onto the patient cable connectors. The damaged patient cable then was replaced with a new patient cable, resolving the issue. After replacing the damaged cable, a full functional checkout was performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the customer after passing all tests per procedure. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 13feb2024. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.